Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Ultimately, the customer was able to load a new cartridge to address the issue. Customer's blood glucose level was 600 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy.